Manufacturer narrative:
(B)(4).h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported via stelobot that an adverse event occurred. The customer reported experiencing an unspecified issue during product use and requested a refund. No sensor insertion details or location information were provided. Additionally, the customer did not report any symptoms or specific treatment details. The customer indicated that they visited the emergency room (ER), but did not provide any cgm or blood glucose (bg) finger stick values. Although the customer responded ¿yes¿ to the harm question during the chat interaction, no further information was provided to indicate any specific harm, injury, or medical intervention resulting from the biosensor issue. There was no report of symptoms or treatment received at the ER related to the product. No additional information was available, as the customer did not speak with a technical support (ts) agent or log into their account. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.